Event description:
A zilver ptx stent was placed in (B)(6) 2013. Multiple stents were in place in the patient's leg; including viabahn (across the knee), two smart tents in the proximal sfa, zilver ptx, and two coronary drug-eluting stents in the tp trunk. The patient did fine initially but then started complaining of leg pain. On (B)(6) 2014, the facility brought him back and found multiple stent fractures. The zilver ptx stent was fractured in multiple spots within the hunter's canal. The entire artery was realigned with a 6x25 viabahn in the sfa followed by a 5x150 viabahn up to the tp trunk. The calcium was no severe that it would recoil instantly after angioplasty with a dorado balloon. Updated information has indicated the patient is currently doing fine however the doctor does not believe the patients vessel will be opened for long and has indicated a drip overnight as a future treatment option.